Event description:
The explanted generator was received and underwent product analysis. Product analysis was completed and no anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Magnet activations were performed during output monitoring. The magnet current was maintained as programmed, and the magnet was held in place for 25 minutes. The event will still be concluded to be a reed switch failure as no device issues were found during pa, and it is known that reed switch failures are not always duplicated in pa because sometimes the reed switch reopens while being returned. No other relevant information has been received to date.

Event description:
The patient was observed with a low output warning message. The patient's output current was supposed to be set to 2ma. The patient has been experiencing increased seizures and was not perceiving normal or magnet stimulation. The physician noticed that the autostim trend was decreasing to zero over the past week and there were no magnet events recorded even though the patient swiped the magnet all the time. A chest and neck x-ray was done and everything looked to be normal. Tablet data was sent in and a review was done. It appeared that the device was in a stimulation inhibited state, which indicates that therapy was suspended. This is due to a closed reed switch malfunction. Additionally, it was seen that the device was unable to perform 24-hour checks for some time, which is likely due to no stimulation being provided. Later it was noted that before the patient stopped perceiving stimulation, the patient had fallen after a breakthrough seizure. Patient had their device explanted and after replacement the device diagnostics were within normal limits. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
Corrections for initial report: b3. Event date: 04/23/2023. B5. The patient was observed with a low output warning message. The patient's output current was supposed to be set to 2ma. The patient has been experiencing increased seizures and was not perceiving normal or magnet stimulation. The physician noticed that the autostim trend was decreasing to zero over the past week and there were no magnet events recorded even though the patient swiped the magnet all the time. A chest and neck x-ray was done and everything looked to be normal. Tablet data was sent in and a review was done. It appeared that the device was in a stimulation inhibited state, which indicates that therapy was suspended. This is due to a closed reed switch malfunction. Additionally, it was seen that the device was unable to perform 24-hour checks for some time, which is likely due to no stimulation being provided. Later it was noted that before the patient stopped perceiving stimulation, the patient had fallen after a breakthrough seizure. Patient had their device explanted and after replacement the device diagnostics were within normal limits. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. Internal investigation into similar events was unable to determine a definitive root cause of reed switch failures. The primary root cause is believed to be reed switches sticking in the closed position after extended exposure to magnetic fields. The investigation also identified residual magnetic properties of the generator battery to be a potential contributor; however, testing performed during the investigation found the effect to be highly variable with each magnetic field exposure and any closure of the reed switch impacted by this phenomenon would likely be reversed by subsequent swiping of the patient magnet. Thus, the most likely contributor of the identified complaints is considered to be mechanical sticking of the reed switch blades. No other relevant information has been received to date. H6. Type of investigation: b14.